Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: there was one power on reset event associated with a battery change observed on (B)(6) 2016.the battery compartment was found to be cracked below the finger pad. There was no damaged observed to the returned battery cap; the battery cap secured tightly to the pump and maintained electrical connection. During testing, the pump was powered on with auditory and vibration alerts to a blank screen. The remaining steps were unable to be verified to adequately investigate the reported ¿power¿ issue. Moisture and corrosion was observed on the display screen inside the pump. A leak test failed due to a display lens leak. The pump¿s cover was removed; further moisture/corrosion was found to the display circuit, a component on the printed circuit board (pcb) and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.